Manufacturer narrative:
A zoll certified service provider evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. Review of the device log determined this event as normal operation of the device. The shock button on the device was pressed instead of the shock button from the paddles. When using defibrillation paddles, it is required that the paddle shock button is pressed for defibrillation. The log showed the shock button on the device was pressed 2 seconds after the device was charged, the device then issued a use paddle discharge prompt. The device was then powered off and on, and a shock of 150j was delivered via the shock button on the paddles. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 45-year-old male patient, the device failed to discharge using external paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.